Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the clogged nozzle was likely from one of the following events: reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. - inspection of the air-feeding function; - inspection of the objective lens cleaning function; inspection of ancillary equipment - inspect the following equipment as described in their respective instruction manuals.". The following information is stated in the instructions for use which may have prevented the event: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.". Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported to olympus the evis lucera elite gastrointestinal videoscope had air/water flow issues. The facility confirmed the unknown diagnostic procedure was completed with the same device and did not delay more than fifteen minutes. The event was found during reprocessing after the procedure. There was no harm or user injury reported due to the event. Upon inspection and testing of the returned device, it was observed that the nozzle was clogging with dirt due to insufficient or incorrect reprocessing of the scope. This report is being submitted for the event found during estimation.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to confirm the customer's complaint of air/water flow issues, but they replaced the nozzle for the reportable malfunction. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.